Manufacturer narrative:
We have now concluded our investigation into the reported complaint. The device, intended for use in treatment, was returned for evaluation. The visual inspection did not identify any visual issues. Functional evaluation confirmed a relationship between the event and the device. Device performance data shows the device entered a non-recoverable error state due to a motor current error. The root cause was determined as a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that a pico 7 dressing was tried to be applied however the device did not work, all the indicators shone on it and it was not possible to turn the device off. Customer changed batteries with the same outcome, did not work. The problem was solved by replacing with a new pico 7 device. No harm or injury reported.